Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During an ablation procedure, a leak occurred. It was believed that air was introduced into the patient. There were no consequences to the patient.